Event description:
Information received from (B)(4) states the following: "flexiseal/fecal management system - defective leaking at the green signal indicator therefore balloon not holding volume. Device usage problem: device malfunction that is, the device did not do what it was supposed to do."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Please note that product code for flexiseal fecal management system was not provided; however, based on history of previous cases created for the above product, in addition complaint description states "the green signal indicator". No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.